Manufacturer narrative:
Test and investigation confirmed overdelivery. For short term testing the pump delivered at +6.6% and +7.0%. For long term testing delivery accuracy was +4.0%. Specifications for the device require delivery of +/-4.0%. The pump overdelivered due to mechanical (piston height) adjustment and the motor base assembly.

Event description:
Overdelivery noted during routine preventative maintenance testing by customer clinical engineering. Using performance verification testing procedures, the pump delivered 23ml with an expected delivery volume of 20ml. Spec requires delivery accuracy of +/-4%. There were no reports of any adverse pt events while the device was in pt use.